Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Two failures were reported during a trianing simulation. The first failure reported was the alarm message ¿drive fan 1 defective¿ was displayed. The second failure reported was that the cardiohelp would read negative delta pressure. There were no reported failures regarding the practice disposable circuit. The pressure failure is reportable. The fan failure is not reportable as only one fan was defective and the cardiohelp has redundant fans to ensure proper cooling. No harm to any person has been reported. Any pressure issue or pressure reading issue can lead to a pump stop during patient treatment if the interventions were set by the user. Therefore, a report is required. Complaint ID (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
Two failures were reported during a training simulation. The first failure reported was the alarm message ¿drive fan 1 defective¿ was displayed. The second failure reported was that the cardiohelp would read negative delta pressure. There were no reported failures regarding the practice disposable circuit. No harm to any person has been reported. Information received on 2026-01-22 that the drive fan connector was significantly corroded, and the pressure issue was due to contamination of the hls cable, (connection cable for internal sensors). The failure occurred during a simulation and the root cause of the pressure issue was due to contamination of the hls cable. As the hls cable must be checked prior to use and should not be used if there is visible damage, no report is required. A getinge repairs technician was sent for investigation on 2026-01-19. The drive fan was replaced as part of the system restore procedure. The hls cable was labeled as defective and was returned to the customer. The hls cable will be replaced in field. The field service technician confirmed on 2026-01-23 that the hls cable will be replaced, and the customer was made aware of the service issue bulletin (issue 95 / 21-05-04). The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Regarding the "drive fan 1 defective" failure: according to the service report, the drive fan 1 connector was significantly contaminated on the fan side. Additionally, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: the user spills liquids (e.g. Cleaning agents, infusion solution, etc.) Over the device. The liquids enter the device. The device fails. Regarding the "negative delta pressure" failure: according to the service report, the hls cable was contaminated. Another disposable connection cable with the same failure was investigated by getinge life cycle engineering on 2021-03-31. Deposit and oxides were found on the cable socket. By wetting the socket plane with salt-containing liquids (priming), the measurement signals were influenced by the electrical conductivity of the contamination. A service bulletin (issue 95 / 21-05-04) was published may 2021 to make the users aware that the contacts of the plug connections must not come into contact with cleaning agents, disinfectants or priming liquid. Multiple disposable connection cables with the same failure were returned for investigation to re-investigate the issue by getinge life-cycle-engineering on 2024-08-29. The visual discoloration/corrosion was confirmed. In addition, functional tests were carried out which confirmed the following: wetting the socket level of the connector with salty liquids (priming) affects the measurement signals (pressure measurement) due to the increased electrical conductivity of the impurities. To avoid this contamination, it should be ensured that during the priming procedure the contact insides are either covered, remain on the hls or are placed on the holder of the hls cable of the sensor panel. In addition, contact cleaners / contact sprays should not be used to clean the plug contacts. This will also damage the connections. The system has redundant fans to ensure a proper cooling even if one fan malfunctions. In case of a defective fan a visual and acoustic alarm is generated. In addition, an alarm is generated if the internal temperature is too high. According to the service manual (chapter "service activities") the fans have to be exchanged every 24 months during the maintenance. Furthermore, in the instruction for use (IFU), (chapter "general risks in the use of heart-lung support systems") it is stated that the ventilation openings have to be checked before every use that they are not covered. A cardiohelp with a defective fan should be replaced as quickly as possible. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter ¿preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Additionally, according to the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. In the instructions for use (IFU) of the cardiohelp (chapter "cleaning and disinfection") the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in the IFU chapter "connecting the sensors" it is stated that the sensors must be kept clean. For both failures, "drive fan 1 defective" and "negative delta pressure": the review of the non-conformities has been performed on 2026-01-22 for the period of 2021-11-26 to 2025-11-22. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2021-11-26. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. According to the risk review the reported failure is below the acceptance threshold according to the risk management plan of the cardiohelp. Based on the results the reported failure "drive fan 1 defective" and "negative delta pressure" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.